Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-03791 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.